Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3544 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was not advanced smoothly after being inserted from the access site. Removed the guide wire and found that the proximal end was already separated.